Manufacturer narrative:
Final analysis found that as received, a partial lead (distal portion) was returned in one piece measuring 44.5 cm. The reported event of noise was not confirmed. Electrical and x-ray testing did not find any indication of conductor fractures. Hi-pot test failed due to procedural damage to the inner insulation. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15692. It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise, resulting in episodes of automatic mode switch. It was also noted that the left ventricular lead exhibited high capture thresholds; externalized conductors were observed during the procedure. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Previously reported should have been serial number (B)(4).